Event description:
It was reported that pump battery depleted too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up, so no troubleshooting was performed and no additional information or corrective actions were obtained.